Event description:
Dear FDA, I hope this email finds you well. I am writing to express my serious concerns about a product I recently purchased from amazon, which has caused me significant health issues. The product is an oxygen concentrator, and the purchase link is https://www.amazon.com/dp/b0crp76s9g. Upon receiving and using this device, I noticed a strong, unpleasant plastic odor that was particularly strong and persistent. What's more alarming is that shortly after using it, I developed a rash all over my body, manifesting as red patches and discomfort. I am deeply concerned that this product may not meet the necessary safety standards and regulations. The strong plastic odor suggests the possible use of harmful or substandard materials, while the rash I developed is a clear indicator of a potential allergic reaction or other adverse health effects. I urge the FDA to conduct an immediate investigation into this matter. It is crucial that the agency verifies the safety and compliance of this product with all relevant regulations. In the meantime, I strongly recommend that amazon be instructed to remove this product from their platform to prevent further harm to consumers. Alternatively, if the product is indeed safe and compliant, I would greatly appreciate it if amazon could provide the necessary certificates and test reports to reassure me and other potential customers. Transparency and accountability are paramount in ensuring consumer safety, and I believe it is the responsibility of both amazon and the FDA to uphold these values.